Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had image loss and displayed an error message. The issue occurred during a therapeutic esophagogastroduodenoscopy procedure, which was completed using similar device. Multiple attempts were made to gather further information about the procedure to no results. There were no reports of patient harm.